Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2026 due to an elevated blood glucose (bg) level (437 mg/dl). Prior to going to the ER, the customer's parents administered an insulin injection to treat the bg. The customer was monitored at the ER, and no treatment was required. The customer was released the following day with no permanent damage. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.